Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated the stimulator wasn¿t working, clarifying that they kept getting the synch icon coming up on their programmer. The patient tried synching the programmer with the ins on the call and got the poor communication screen. The patient stated they were seeing their healthcare provider the afternoon of the call and they were advised to have their ins battery level checked. The patient was advised to call back for a programmer replacement if their ins wasn¿t depleted. The patient noted having an x-ray about 2 weeks ago and they said everything looked connected right. The patient also reported having gradual symptoms. The patient reported bladder retention, they only urinated one time in the middle of the night no matter how much they drank. The patient also reported that their pain was coming back. The patient noted all the issues began about a month ago. Follow up information received from the patient on (B)(6) 2019 reported that the circumstances that led to the issue was their pain was coming back and they could not adjust the program. As an action taken, the device was checked and they must have it replaced on (B)(6) 2019. There were no further complications reported or anticipated.